Event description:
It was reported that, an 840 ventilator went into inoperable condition with device alert alarm. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The evaluation and repair of the device has been completed. The covidien service engineer (se) inspected the device and was not able to duplicate the reported event. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications. The unit passed all testing and operates within the manufacturing specifications.